Event description:
It was reported that "internal seal dislodged and went down cannula into pt. Seal was retrieved. Did not prolong surgery. No pt injury."

Manufacturer narrative:
We acknowledge that this report is being filed outside the 30 day window. Upon review and further eval, it was determined to be MDR reportable. While this event is not MDR reportable, we are filing due to a previous event when surgical time was significantly extended in order to retrieve the dropped seal. We will file a supplemental report as soon as our investigation has been completed.